Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found no kinks or damage along the entire length of the shaft. An examination of the crimped stent found that the distal edge stent strut was stretched distally. No other issues were noted with the entire crimped stent. No issues were noted with the balloon and tip profile. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2016 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 24 x 2.50 promus premier(tm) drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.